Manufacturer narrative:
Further investigations of the sample were able to duplicate the ft3 measurements obtained at the customer site. It was determined the sample contains an interfering factor against the streptavidin component of the ft3 assay. The different ft3 values generated with the different analyzers from roche diagnostics are likely caused by the different physical reaction conditions of the ft3 assay and the effect thereof on the interfering factor. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
This event occurred in (B)(6). Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on two cobas 8000 e 801 modules and one cobas e 411 immunoassay analyzer. The value measured at the customer site was reported outside of the laboratory to a physician. The sample initially resulted in a ft3 value of 12.0 pg/ml (reference range = 2.2 - 4.3 pg/ml) when tested on the customer's e 801 analyzer. The sample was repeated on an abbott architect analyzer, resulting in a ft3 value of 2.53 pg/ml (reference range = 1.68 - 3.67 pg/ml). The sample was treated with polyethylene glycol (peg) and repeated on the customer's e 801 analyzer, resulting in a ft3 value of 2.2 pg/ml. The sample was provided for investigation, where it was tested on a second e 801 analyzer, resulting in a ft3 value of 10.5 pg/ml. The sample was also repeated on an e411 analyzer used for investigation, resulting in a ft3 value of 3.73 pg/ml. The serial number of the customer's e 801 analyzer was requested, but not provided. The ft3 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 476059, with an expiration date of 31-aug-2021 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 507838, with an expiration date of 31-oct-2021 was used on this analyzer.